Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix exhibited unspecified rotation issue. The lead was not used. The condition of the patient was unknown.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. Electrical testing and visual inspection did not find any anomalies with the exception of procedural damage.